Event description:
It was reported that the right ventricular (rv) lead on this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pacing impedance measurements greater than 2000 ohms. It was noted at follow-up testing, the thresholds and sensing was normal and isometrics did not reproduce any noise. Further monitoring was decided. No adverse patient effects were reported. Currently, this crt-d system remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that the right ventricular (rv) lead on this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pacing impedance measurements greater than 2000 ohms. It was noted at follow-up testing, the thresholds and sensing was normal and isometrics did not reproduce any noise. Further monitoring was decided. No adverse patient effects were reported. Currently, this crt-d system remains in service.